Manufacturer narrative:
The visual findings revealed pin 3 inside nurse call receptacle was bent down. Evaluation of the unit found the unit had power even though the on/off switch was already slid to the off position. Additionally, the unit was found to not send a signal to activate the indicator light at the nurse call test fixture due to a bent pin 3 inside the nurse call receptacle. Being that the unit is more than three years old, it is likely the cause of expected normal wear and tear. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. The IFU states when using a nurse call cable, ensure the nurse call cable is plugged in to both the alarm and the wall jack before leaving the patient unattended. Verify that an alert is received at the nursing station if the cable is unplugged from the wall jack. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warrant. (B)(4).

Event description:
Customer reported the alarms on and off button and the nurseport is not working. Customer has limited information. The date the issue was discovered is unknown and no patient incident or injury was reported.